Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events - 161 events were reported for this quarter. Product return status - 156 devices were received for evaluation. 1 device was not received but was evaluated at the account. 2 devices were available for evaluation but have not yet been received. 2 devices were not available to stryker for evaluation. Evaluation status - 156 events were confirmed during testing. - 156 devices were found to be affected by missing paint chips. 1 device evaluation is in progress. Additional information - 161 devices were not labeled for single-use. 161 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 161 </noe> malfunction events in which the device had paint chips missing. 161 events had no patient involvement; no patient impact.

Event description:
This report summarizes <noe> 161 </noe> malfunction events in which the device had paint chips missing. 161 events had no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale corrected data: 161 total events were initially reported. 3 previously reported events are included in this follow-up record.   Product return status 1 device was received. 2 devices were not available for evaluation.   Evaluation status 1 reported event was confirmed during testing. - 1 device was found to be affected by missing paint chips.   Additional information 161 devices were not labeled for single-use. 161 devices were not reprocessed and reused.